Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to the device not powering on . The manufacturer previously reported that the issue of the device not powering on was addressed by replacing the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be consistent with a short (cr45). The blower motor was evaluated by the manufacturer and found the blower motor to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.